Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the bag/vent switch was not functioning as expected. There was no report of patient involvement.